Event description:
The complainant reported the patient was on impella cp support due to previous medical history of hypertension and suspected gastrointestinal bleed that was present prior to impella placement. After arriving at the coronary care unit, groin site started oozing. Existing perclose sutures were tightened, but oozing worsened after and manual pressure was applied. The doctor repositioned angle and added additional forward tension sutures, but bleeding did not subside. Decision was made to explant and re-implant in left femoral artery (lfa). The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 health effect - impact code 4643 and 4629 were added due to additional treatment information of the patient receiving 2 units of packed red blood cells inadvertently was not included in manufacturer device report 1220648-2024-17711.